Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 403 mg/dl at the time of the call. Customer treated their blood glucose with the insulin pump. It was also found the customer had dry mouth from their high blood glucose. Troubleshooting found the drive support cap was protruded. It was also found the customer did not have any air bubbles or leaks present. Customer was advised to change out their entire infusion set, reservoir, and insulin. The husband declined to return the insulin pump for analysis.